Event description:
Patient reported a right side rupture and "dropping". Recently, patient's relative reported " "axillary lymph nodes, some with silicone sign", "axillary adenopathy due to free silicone infiltration" and "sub centimeter cysts" confirmed via MRI. Patient reported "intense muscle pain and breast discomfort, getting much droopier and inflammations and joint pains and, consequently, a decrease in vitality". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone-migration and lymphadenopathy.

Event description:
Patient reported a right side rupture and "dropping". Recently, patient's relative reported " "axillary lymph nodes, some with silicone sign", "axillary adenopathy due to free silicone infiltration" and "sub centimeter cysts". Device remains implanted.